Event description:
It was reported that post-op x-rays revealed a bilateral rod breakage at l2-3. The patient is reported to be asymptomatic and no revision surgery is planned.

Manufacturer narrative:
Device were not returned to medtronic for evaluation. X-ray interpretation revealed a previous tlif at l4-s1 revised with posterior fixation at l2-4. Subsequent films show bilateral rod fracture and loss of lordosis at l2-3. Unable to determine cause of the event.